Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) implant only. The delivery system was not returned for analysis. Microscopic inspection of the device found anchor damage. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that the device embolized after being released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully released in the laa of the patient. Shortly after the release, the closure device embolized out of the laa. The physician used a snare to successfully capture and remove the closure device from the patient. A non-boston scientific closure device was then used to successfully complete the procedure. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the device embolized after being released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully released in the laa of the patient. Shortly after the release, the closure device embolized out of the laa. The physician used a snare to successfully capture and remove the closure device from the patient. A non-boston scientific closure device was then used to successfully complete the procedure. The patient did not experience any complications as a result of this event.